Event description:
It is reported foreign matter. Event description: "sticky" content in the syringe, between the tip and plunger. When did the incident occur? Before use.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for evaluation. Based on the description provided, the ¿sticky¿ substance may be related to the silicone lubricant used during syringe assembly to support plunger movement. A device history review was performed for reported lot 2412087, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported concern. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for the reported lot and found to be within specification. Retained samples of lot 2412087 were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Due to the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. Based on the available information, we are unable to determine a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.